Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, correction g2 and device evaluation. The device was returned to olympus, and the reported phenomenon was confirmed. In addition, the following non-reportable phenomena were identified: chipped adhesive, and corrosion on the control unit and connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to water invading the scope connector while the user was handling the device which led to abnormality of electronic parts. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "- inspection of the endoscopic image" "- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while preparing for a diagnostic procedure, his olympus evis lucera elite bronchovideoscope began producing an e315 scope communication error. Additional details relating to the patient and the event have been requested but not all were answered. What was made available has been included in this report. There was no patient harm or consequence reported as a result of this event.